Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog & glucose level on lot # 9268396. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ mini pen needles 5 mm (3/16¿) 31 g is clogged. The following information was provided by the initial reporter: "consumer reported no insulin flow during his injection. Stated this has been happening over the past 4 days. Stated he primes before every injection and the insulin releases during priming. Stated during his injection the needle seems to be clogging and not administering his whole medication dose. Stated because of this issue he has had a higher blood sugar level. Stated no medical attention was needed. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-19. H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g is clogged. The following information was provided by the initial reporter: "consumer reported no insulin flow during his injection. Stated this has been happening over the past 4 days. Stated he primes before every injection and the insulin releases during priming. Stated during his injection the needle seems to be clogging and not adminstering his whole medication dose. Stated because of this issue he has had a higher blood sugar level. Stated no medical attention was needed. "